Manufacturer narrative:
This complainant part has been assessed as a reportable malfunction (product problem) only. The sedation and additional intra-operative imaging has been associated with the screw breakage, which was reported under MFR 3003506883-2016-10134. (B)(4). Due to the intra-operative events encountered, the nail was not implanted during the procedure. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: a review of the device history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2016 in order to treat an intertrochanteric femoral fracture. After the surgeon inserted a femoral neck screw, the inserter was turned 180-degrees in the opposite direction in order to check the locking rotation of the femoral neck screw within the set screw. The surgeon noted that the inserter rotated without any load; it was then noted that the femoral neck screw had not locked with the set screw. The surgeon made another attempt at tightening, but the screw would not lock. The surgeon removed the screw and the nail and noted that the shaft of the femoral neck screw had broken. The fragmented portion did not fall into the patient and it was subsequently located post-operative. Intra-operative images were captured anyway in order to ensure that there were no retained fragments. The surgeon then opted to insert a new nail and screw of a different size. The newly inserted implants successfully locked and the procedure was completed. Due to the intra-operative events, a forty (40) minute surgical prolongation was noted. Concomitant device(s) reported: screwdriver (part/lot numbers: unknown / quantity: 1). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device history records review was conducted. DHR review for manufacturing location: (B)(4), manufacturing date: 12-nov-2015, expiration date: 30-nov-2025, part #: 04.037.042s, lot#: 9938417 (sterile) - 10mm/130 deg ti cann tfna 170mm - sterile. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn no: 11954, ¿sterility documentation was reviewed and determined to be conforming.¿ subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (10mm/130 deg ti cann tfna 170mm - sterile, part number 04.037.042s, lot number 9938417). The subject device was received with the complaint reporting that the saddle of the set screw broke intraoperatively. This resulted in a 40 minute surgical delay. The fragment was able to be located and retrieved. The nail was returned with the set screw already disassembled. The nail itself is in good condition with no observable indication of damage. The set screw was returned with the saddle broken off and deformation along the oblique hole. Replication of the complaint is not applicable as the nail¿s setscrew was received broken. Although the definitive root cause could not be determined, the lag screw may not have been aligned properly to allow the prong of the locking mechanism to engage the groove of on the side of the lag screw. The prong appears to have skived off the barrel of the lag screw when advanced by the flexible hex screwdriver (03.037.028) causing it to buckle and advance to the inside wall of the nail. Once deformed it appears that the prong became lodged between the lag screw and the inside wall of the nail and excessive force may have been required to remove the lag screw from the nail causing the prong to become detached from the body of the locking mechanism. The technique guide does state ¿assure that the inserter handle is aligned to the aiming arm. This is essential for proper engagement of the locking mechanism¿ and also notes that ¿the etched image of the screw on the inserter shaft indicates the orientation of the lateral oblique cut of the screw.¿ the alignment etch on the screw inserter (03.037.025) was added to the design in 16-sep-2011 and was further detailed in 30-jan-2012. It is uncertain if the screw inserter used for the procedure was manufactured prior to revision c. The complaint condition was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.